Event description:
A consumer reports that following intraocular lens (iol) implant surgery, the are seeing beams of light at night. The association between this event and the iol is not known. Additional info has been requested from the implanting surgeon.